Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was received an alert for far p-wave oversensing. Patient was asymptomatic. Programming changes were made. Patient will be monitored.